Event description:
Livanova deutschland received a report that, while performing the preventive maintenance, the heater/cooler 3t displayed error indicating pump 3 patient circuit is blocked / faulty and needs replacement (ee22). There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states of america. A livanova field service engineer confirmed the issue and proceeded to replace pump. The preventive maintenance was completed. Drain valves were also replaced. O-rings and venting valves were replaced as part of the preventive maintenance. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device history review was conducted and revealed that no other similar issues were registered since unit installation in 2018. The most likely root cause of the reported event is an accumulation of dirt, probably due to environmental conditions in which the pump worked, leading to a mechanical issue of the pump. The wearing of electro-mechanical devices can be originated from the specific use condition at the customer site and may have contributed to the event, however, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.